Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed dat test at 0.08735 inches. No under delivery anomalies noted. The pump was received with corroded battery tube, minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 33 mg/dl. Customer¿s current blood glucose is 266 mg/dl. Customer reports that the emergency medical service was dispatched as a result of high blood glucose level. The customer did not experience any symptoms such as a result of low blood glucose. The customer treated at hospital. Troubleshooting was done for low blood glucose. Customer stated that they had high blood glucose gave self treatment then lowered blood glucose to 33 mg/dl and then blanked out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.